Event description:
It was reported that there was no fluid block on the transducer on an closed set (the fluid goes right through the set as an open set). No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.